Manufacturer narrative:
(B)(4). The customer returned two loose clips from unit 544250 hemolok xl clips 6/cart 84/box for investigation. The cartridge was not returned. The clips were visually examined with and without magnification. Visual examination revealed that the clips appear used as there is biological material present on the clips. The two clips were both returned properly closed. Therefore, there is nothing to test for proper closure. No defects or anomalies were observed with the returned clips. Reference (B)(4) for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "improper clip closure" was not confirmed based upon the sample received. The customer returned 2 loose clips that were properly closed with no defects observed. Since no clips were returned other than the two closed ones, a functional inspection was not performed. No functional issues were found with the returned samples and the applier was not returned. Therefore, the reported issue could not be confirmed.

Event description:
It was reported that during laparoscopic nephrectomy, the user had to grip the handle of applier several times to lock the clips. When the user ligated the patient's vessel, some of the lower part of the clips came off. No clips fell in the patient.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic nephrectomy, the user had to grip the handle of applier several times to lock the clips. When the user ligated the patient's vessel, some of the lower part of the clips came off. No clips fell in the patient.